Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. However, the event was most likely related to excessive force being applied to the blade during use as was stated in the report. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the broke during a shoulder arthroscopy. It was stated that the surgeon was applying pressure to the blade at the time of the break. No pieces were left in the patient. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.